Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that customer received a radio frequency failed self-test. Customer's blood glucose was 70 mg/dl. It was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed due to faulty remote frequency board. The insulin pump received with cracked reservoir tube lip, cracked case near display window corner, and stained end cap sticker noted.